Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (33 mg/dl). Reported the pump settings needed to be adjusted. Tandem technical support guided the customer through adjusting the pump correction factors. Customer addressed low bg levels with orange juice. At the time of the report, customer's bg level was 179 mg/dl.